Event description:
During index procedure the patient had 3 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the distal rca and one endeavor sprint rx drug-eluting stent implanted to the 1st diagonal branch. On the same day the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. Ref MFR# 9612164-2011-01626, 9612164-2011-01627, ref MFR# 9612164-2011-01628, 9612164-2011-01629

Manufacturer narrative:
Clopidogrel and asa.(B)(4). Evaluation results (B)(4) inherent risk of procedure (myocardial infarction) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.